Event description:
It was reported that the patient was admitted to the hospital due to five inappropriate shocks. A review of the electrocardiogram strip showed a drop in r wave amplitudes and the inappropriate shocks delivered due to noise/oversensing. During a follow up the sensing vector was changed from secondary to primary vector. The patient also had a competitor pacemaker implanted thus the pacemaker was reprogrammed and no further issues were noted. No adverse patient effects were reported. This device remains implanted.